Manufacturer narrative:
(B)(6). Verbeek, jan et al. "Correct positioning of percutaneous iliosacral screws with computer-navigated versus fluoroscopically guided surgery in traumatic pelvic ring fractures". 2016;30:331¿335. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The following could not be completed with the limited information provided. Initial reporter - the article was written by jan verbeek, erik hermans, arie van vugt, and jan paul frolke. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported in a journal article that two patients underwent a revision due to neuralgic pain following shoulder arthroplasty. Attempts have been made to obtain additional information and further information is not available at this time.